Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "the role of ultrasonography in the diagnosis and decision algorithm for the management of pneumothorax after transbronchial lung cryobiopsy." This study was aimed to test chest ultra sound (cus) diagnostic accuracy for pneumothorax and assessed its role in the decision algorithm for pneumothorax management. Sixty-seven patients were included. Nineteen pneumothoraxes were detected. Pneumothorax rate was higher when biopsies were taken in 2 lobes and if histology had pleural representation. Final diagnosis was achieved in 79.1% of patients, with the most frequent diagnosis being hypersensitivity pneumonitis. Regarding patients with large-volume pneumothorax needing drainage, the rate of detection was similar between cus and crx. The study concluded that cus can replace cxr in detecting the presence of pneumothorax after tblc, and the lung point site can reliably indicate its size. This useful method optimizes time spent at the bronchology unit and allows immediate response in symptomatic patients, helping to choose optimal treatment strategies, while preventing ionizing radiation exposure. Type of adverse events/number of patients: pneumothorax - 28 patients; dyspnea - 11 patients; hemoptysis - 8 patients; cough - 28 patients; pain - 17 patients. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial / lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event is an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.